Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device allegation of migration is a known risk associated with this device type and indicated as such in the instructions for use. D4. Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) stated that the pump was difficult to reach and inflate, and was riding upward within the scrotum. As a result, the pump was explanted and replaced with longer tubing to allow for secure placement in a lower location within the scrotum. No patient complications have been reported.